Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jul-2023. H6: investigation summary customer returned (25) opened 31ga 4mm pen needles without teardrop labels in an open shelf carton from the lot# 2172148 . Customer reported every box contains at least 20 defective needles out of 100. The returned samples were visually examined and observed 22 pen needles with bent npe cannula and 3 with broken npe cannula. As the return samples were open root cause cannot be determined. Therefore, embecta was able to confirm the customer indicated issue as bent/broken npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue. Root cause cannot be determined as the return samples were open.

Event description:
It was reported that 20 out of 100 of the bd micro-fine ultra¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter: verbatim: we have a regular diabetic customer in our pharmacy who buys bd micro-fine 4mm and she complains that every box contains at least 20 defective needles out of 100.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10.

Event description:
It was reported that 20 out of 100 of the bd micro-fine ultra¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter: verbatim: we have a regular diabetic customer in our pharmacy who buys bd micro-fine 4mm and she complains that every box contains at least 20 defective needles out of 100.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 out of 100 of the bd micro-fine ultra¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter: verbatim: we have a regular diabetic customer in our pharmacy who buys bd micro-fine 4mm and she complains that every box contains at least 20 defective needles out of 100.